Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed on stored egm. Oversensing was inappropriately diagnosed as non-sustained lead noise. Recommended programming changes were not made. Physician decided to monitor the patient through follow-ups.